Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer via e-mail stated that their oral-b electric toothbrush head fell apart when they brushed with it and the toothbrush head flew off of their oral-b toothbrush, type 3767. No injury was reported.